Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 1070mg/dl, cause was unknown. The customer went to the hospital and was treated with intravenous fluids to resolve the issue. Pump system check performed with tandem technical support found that the pump functioned as intended. Reportedly, the customer was discharged on (B)(6) 2020 with no permanent damage.